Event description:
The initial report from the homepatient service representative reported a leaking bag. Upon follow up with the patient in 2006, the patient reported that the leak was in the cassette. The patient line became disconnected from the transfer set while the patient was asleep. The patient woke up to find a leak. No patient injury or medical intervention was associated with this incident.